Event description:
It was that a patient underwent an anterior total hip replacement on an unknown date and a barbed suture was used. Post-op, the patient experienced eschar formulation and delayed wound healing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the exact number of patients known? If yes, please provide that number. If the exact number of patients is known and the number of patients is greater than 2, please create 1 additional pc for each patient. For each patient, please provide the following: was a stratafix spiral pds plus suture and a stratafix spiral monocryl plus suture used on the patient? Please confirm. Product code and lot number of each suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe how the suture was placed. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? How many days post-op did the wound eschar formation as well as delayed wound healing occur? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the appearance of each stratafix suture during second procedure, if applicable? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please provide further clarification about the statement ¿I think the monocryl loses tension strength too soon¿. Did the stratafix monocryl plus suture or stratafix pds plus suture break? If so, which suture and where was the break noted (termination, middle, end)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: we¿ve talked previously about ethicon¿s stratafix pds 2-0 and stratafix monocryl 3-0 sutures. I have tried using them for the past 6 weeks and my results have not been good. I have had several episodes of wound eschar formation as well as delayed wound healing. This is specifically in regards to my anterior total hip replacements where the anterior skin is more delicate than say posterior hip approach or a total knee replacement incision. I have not had issues with vloc 2-0 and 4-0 sutures to this same extent. I think the monocryl loses tension strength too soon.